Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. The device has the distal tip detached approximately at 298,5 cm from the proximal end; besides, the device has the body kinked approximately at 135,5 cm from the proximal end. Overall length, and outer diameter (od) of the distal tip could not be performed due to device condition (distal tip detached). Od of middle and proximal of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the heavily calcified superficial femoral artery (sfa). A 300cm v-14¿ controlwire® was attempted to cross the lesion; however, the device became stuck in the lesion and the tip of the wire broke off inside the patient. No attempts were made to remove the detached tip and the procedure was not completed. The patient was scheduled for a follow-up for another physician to do the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the heavily calcified superficial femoral artery (sfa). A 300cm v-14¿ controlwire® was attempted to cross the lesion; however, the device became stuck in the lesion and the tip of the wire broke off inside the patient. No attempts were made to remove the detached tip and the procedure was not completed. The patient was scheduled for a follow-up for another physician to do the procedure. No patient complications were reported and the patient's status was fine.